Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer did not request any follow-up and will proceed with the recommended repair/evaluation at their discretion. The cause of the reported issue could not be determined. Device not evaluate by the manufacturer.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.